Manufacturer narrative:
The device return is anticipated; however, the device has not been received by verathon as of the date of this report. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available.

Event description:
A customer reported while performing a bronchoscopy, using a glidescope core 15-inch fhd monitor, the screen would glitch and either lose contrast or lose picture all together. All cable connections were checked and reconnected, after which the image came back. The procedure was able to be succesfully completed with the same bflex 2 regular 5.0 single-use bronchoscope that was initially connected. No delay in procedure, use of a backup device, or harm to the patient was reported.